Event description:
It was reported that the patient had not felt good for a ¿good¿ six months. A catheter dye study was attempted and the healthcare professional was unable to push drug through. It was noted that the patient had ¿some surgeries¿ and it was felt that a prior surgeon may have twisted the catheter. A catheter revision was being planned. The device system was used to deliver hydromorphone, cloni dine, bupivacaine, prialt and baclofen. It was later reported that the entire catheter was removed and replaced. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n304067008, implanted: (B)(6) 2011. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was later reported that there was a catheter "break, tear, hole". A catheter dye study showed an obstruction at tip of the catheter. The patient outcome was ¿no injury¿. The device system was used to deliver dilaudid, prialt, baclofen and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).